Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia and the insulin pump received a drive count error. The customer¿s blood glucose level was 600 mg/dl and gave bolus using the insulin pump. The customer stated that they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer states pump was not exposed to a high magnetic field. Troubleshooting was assisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms noted during testing. Corrosion on the motor home switch was found during visual inspection. No moisture damage was found on the electronic assembly.